Manufacturer narrative:
Device eval: one used device returned for eval. The eval is in process. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that during a thoracentesis, the needle of the device could not be removed. The user was able to get a limited amount of fluid for testing, but could not continue the procedure to drain the pt's plural space. The facility has a policy of only gaining access for thoracentesis once. The pt will need to return for an add'l procedure at a later date. No further harm or injury to the pt was reported.